Event description:
It was reported that the lead could not be secured into the tissue during implantation. The lead was removed and returned. A different lead was implanted and no adverse events were reported.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the helix extension length was according to the specification. Dried body fluid inside the inner insulation prevented the inner coil rotation which prevented the helix actuation. Helix could be fully and normally extended and retracted on a short length of lead. Normal electrical characteristics were noted for the returned lead.